Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when pressing the deployment button and removing a 6f exoseal vascular closure device (vcd), the pga plug came out still attached to the device. The indicator wire was still visible when the device was removed. This occurred twice with units of different lots in the same patient. There was no patient injury. The deployer was a regular exoseal user. The device was used with a 10cm non-cordis sheath. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). There was no stent near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved with manual pressure. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. When the device was removed, the plug was not found to have fallen out of the exoseal vcd shaft, but it was found partially deployed, partially out of the shaft. One device will be returned, the other device was discarded.

Manufacturer narrative:
As reported, when pressing the deployment button and removing a 6f exoseal vascular closure device (vcd), the pga plug came out still attached to the device. The indicator wire was still visible when the device was removed. This occurred twice with units of different lots in the same patient. There was no patient injury. The deployer was a regular exoseal user. The device was used with a 10cm non-cordis sheath. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). There was no stent near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved with manual pressure. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. When the device was removed, the plug was not found to have fallen out of the exoseal vcd shaft, but it was found partially deployed, partially out of the shaft. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385063 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd) deployment difficulty partial deployment and indicator wire unable to retract¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.